Event description:
It was reported that the burr became stuck on the rotawire. A 330cm rotawire and a 1.50mm rotalink plus were selected for use. During the procedure, it was noted that the first rotawire used became kinked when removed from the hoop. Consequently, a second rotawire was used and successfully advanced to the lesion. A 1.50mm rotalink plus was then backloaded to the rotawire and tested prior to inserting to the body. Furthermore, it was noted that the rotablator console failed to add pressure to the burr and continued to stall. Thus, an attempt was made to remove the rotalink burr from the rotawire; however, it was noted that the system was locked on the rotawire. The rotaburr and wire were removed together from the patient's body. No patient complications were reported and the patient's status post-procedure was stable.